Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and repeatability (precision). Controls were run before the cf event; all recovered within assay limits, controls were not ran after the event. A field service engineer (fse) was dispatched and replaced the red strip tubing for the stain and retic mixing chambers. The fse also replaced the diff and retic sample lines to the flow cell. The customer was instructed to "prime" before running baby samples to help avoid excessive r flags. The root cause is instrument related as the fse had to replace hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer gave erroneously high reticulocyte of 50 with an r flag. The customer performed a manual count and obtained a correct result of 1.1. No erroneous results were reported out of the laboratory. The result of the manual count was accepted as the correct result and was reported out. There was no death, injury, or change to patient treatment associated with this event.